Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been having a lot of difficulties with their programs and that they wanted to meet with a rep to work on programming. The patient stated that when the rep would adjust one lead, it would affect the opposite side of the patient¿s body (¿as expected¿). The patient stated that the rep was having problems programming. The patient was redirected to follow-up with their healthcare provider to get in contact with a rep. It was reported that the issue has been occurring since implant (B)(6) 2015). No further complications were reported/anticipated.